Manufacturer narrative:
(B)(4). Concomitant medical products- g7 pps ltd acet shell, catalog # 010000661, lot # 3024724, g7 neutral e1 liner, catalog # 010000847, lot # 3117789, unknown arcos modular revision stem, catalog # unknown, lot # unknown, unknown arcos modular revision cone proximal body, catalog # unknown, lot # unknown, unknown biolox delta option taper adapter, catalog # unknown, lot # unknown. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07995, 0001825034-2018-07998, 0001825034-2018-08008, 0001825034-2018-08039, 0001825034-2018-08038 . Remains implanted.

Event description:
It was reported a patient presented with wound drainage from a pin-hole ulceration. The patient was treated with antibiotics and local wound treatment. The wound continued to drain and the patient underwent an irrigation and debridement with excision of granuloma.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. Reported event was considered confirmed by review of surgical notes. No product was returned; visual and dimensional evaluations could not be performed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of operative notes confirm that the patient underwent irrigation and debridement of left hip wound. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.